Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances and needed magnetic resonance imaging (MRI). The patient underwent a scs lead replacement, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 17559890. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).